Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0f24j, implanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's right lead migrated approximately 5 cm, 2-3 months ago. It was unknown if the migration was related to any fall or trauma. An impedance test was performed and resulted in impedance values ranging between 689 ohms and 1323 ohms. No symptoms were reported. Additional information has been requested regarding the cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.